Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Review of complaint activity did not identify any trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 94038m800. Using worldwide field data the historical performance of the reagent lot was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 94038m800 was within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result. The patient's september sample generated 388 u/ml and the october sample generated 20 u/ml. No specific patient information was provided. No impact to patient management was reported.